Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a cracked reservoir tube lip, cracked end cap and protruded and loose drive support disk. No cracked drive support disk was noted.

Event description:
Customer's mother reported the drive support cap pushes out when she is rewinding the insulin pump. She also stated the drive support cap was cracked. The daughter's blood glucose was 198 mg/dl. The mother was not aware of how the damage had occurred. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.